Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor. Customer states the sensor was trying to shut off because it was alerting him of low blood glucose levels when they were not low. The customer's blood glucose level was 161 mg/dl. The customers blood glucose and sensor readings had a significant difference. Troubleshooting was conducted; the customer will be receiving a replacement sensor. Nothing is being returned.